Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be completed.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that the doctor used the palindrome (lot 213810x) for dialysis treatment, but the pt had to stay in an uncomfortable position which resulted in minimum flow. The doctor changed the catheter (lot 320618x) and still did not work. It seemed that the catheter was kinking. The third surgery was done and a catheter was inserted split cath and worked satisfactorily. The current state of the pt is good.